Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display, frozen screen, stuck at number 6 or button error alarm noted. Unit time/clock moved. However, unit had unresponsive up button due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at reservoir tube window corners and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 4.8 mmol/l at the time of incident. Customer stated that the insulin pump act button would not work and it kept on scrolling. Customer also stated that the insulin pump was exposed to humidity. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported that the insulin pump was stuck on battery out limit alarm after battery has been changed. No troubleshooting was performed on battery out limit alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.